Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corners, severely scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's auntie reported that the insulin pump had physical damaged. Customer stated that there was emergency room visit due to high blood glucose. Customer's blood glucose was 600 mg/dl. Customer was not wearing the insulin pump during the emergency room visit. Customer stated the insulin pump had a crack in the battery compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.